Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0213432. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and therefor the failure was not confirmed. For further investigations it's recommended that the involved sample be provided for evaluation. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends investigation conclusion: bd was not able to confirm the customer¿s indicated failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. There was not enough data to provide a concrete answer.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold experienced a valve that could not turn. The following information was provided by the initial reporter: at 9:00 on (B)(6) 2021, the patient was admitted to the operating room for cervical surgery due to cervical neoplasms. Before surgery, the infusion tee was connected due to anesthesia. When using the infusion tee, it was found that the screw nut of the infusion tee would not rotate and could not be used, so the infusion tee was immediately replaced without causing any other injuries.